Manufacturer narrative:
D10: 320-32-36 - expanded glenosphere, 36mm, for small reverse (B)(6) 320-36-00 - 36mm humeral liner +0 unconstrained (B)(6) 320-15-05 - eq rev locking screw (B)(6) he reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a primary shoulder replacement on the right side. Subsequently, the patient experienced postoperative shoulder stiffness and was revised. The patient was last known to be in stable condition following the event. No further information is available.